Manufacturer narrative:
The technician found the brake casters were worn due to normal wear and tear. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2007 through 2013. It is unk if the facility performed any other preventative maintenance on this bed. The brake casters were replaced by the technician and the stretcher functioned as designed. Based on this information, no further action is required.

Event description:
The technician reported he found the stretcher still rolls after the brake steer pedal has been put into brake position. The stretcher was located in the basement at the facility. There was no pt/user injury reported. (B)(4).